Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported having leg/sciatic shooting pain when sitting down; they can hardly sit it hurts that bad ever since surgery, but when they are standing or walking it is fine. Pt also reported over the last month they have noticed pain all across their lower bottom and they have had an increase in their symptoms, going to the bathroom more, leakage, irritation and wearing pads so last week they increased stimulation when they increased they did not notice the pain getting worse but it didn't help their urinary symptoms. Reviewed some device education and the options to turn therapy down or off or change programs to find out if the pain was related to the therapy or not. Pt chose to and was successful to synch and change programs. While therapy was off pt noted they felt no pain in their leg while sitting, they stood and sat back down and reported no leg pain or lower bottom pain. Pt turned therapy back on to a new program and increased to 0.3, noting they did not feel any pain and confirmed they would try it there. Recommended pt report the issues to the doctor for further support. Pt said they have an appointment in may.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence, urinary/bowel dysfunction. It was reported that the reason for call was the patient called and said they'd met with their managing healthcare provider (hcp) earlier this morning on (B)(4) and the hcp told them any problem the patient had with the therapy that they should call patient services and noted it appeared that the hcp hadn't wanted to help them. The patient stated they were still having a little leakage and that their hcp told them if they upped the therapy number, (patient said they were initially set at .6 ma on program 3) they could see a change so they went ahead and increased the stimulation up to 1.0 ma and after having done so, they weren't sure how to turn the "little thing off." Patient services reviewed the role of patient services with the patient as well as therapy expectations and asked the patient if they thought they'd been getting at least a 50% or greater reduction in their symptoms since they were implanted, reminding the patient the therapy wasn't a cure. The patient said the therapy had certainly been helping their symptoms by at least 50% or greater since they were implanted and that they'd been trying for better relief. They wanted to know if 1.0 ma was ok to leave the therapy at. Patient services again reviewed the role of patient services with the patient and reviewed stimulation and ins longevity considerations with the patient and the patient said since the therapy was helping them, they thought they'd bring the stimulation down to .8 ma and monitor their symptoms from there. The patient asked about what programs were and patient services reviewed device description/function and programming considerations. The patient asked about the sacral nerve and then said they'd been having pain shooting down their leg on certain occasions while they were sitting or at times while they were walking which gave them trouble while walking since they were implanted and that it felt like an electric feeling going all the way down. The patient said the ins was on their left side (that's where they placed their communicator) and that the lead wire incision was more on their right side and that the pain was shooting down their right leg. The patient said they told their hcp about the pain at their appointment and the hcp told them it wasn't related to their medtronic device/therapy but patient said they thought it was curious given how the issue began right after they were implanted. The patient said the hcp told them to go to their primary doctor about the pain so the patient went to their primary care doctor and was given a prednisone shot. The patient further clarified that it wasn't their sacral nerve that hurt, that they thought it was the sciatic nerve and they said they were frustrated they were dismissed at the hcp office when they asked if it could be related to their implant. Patient services again reviewed the role of patient services and directed the patient to follow up with their hcp and care team to address their concerns. The patient again me ntioned they were concerned about the therapy being related to the sciatic pain and so patient services reviewed with the patient they could try turning the therapy off to see if that made a difference in the pain, but again directed the patient to their hcp. The patient said they would leave the therapy at .8 ma on program 3 for now and monitor their symptoms but they may try to come back to turn the therapy off later if they continued to be concerned about the sciatic pain and didn't have any answers. Patient services walked the patient through ending their session and powering off their external devices. Patient to monitor their symptoms and may call back if they needed further assistance. The patient called back later that day to request assistance with the external equipment. The agent walked the patient through connecting to the ins during the call and reviewed external equipment general use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Sometimes they notice they are going more often. Sometimes in the morning when they wake up they hurt in the lower bottom from one side of the hip to the other below where the surgery was. It doesn't happen all the time, but it has been going on for quite a while. The pain goes away after they got up. It is just like how you feel when you wake up and you think you did sleep wrong or something. Sometimes they have pain and they doesn't know if they need to do a thing . Agent reviewed the device is not intended for pain. Agent asked when there symptoms of going more often and pain when they wake up started. They said it has been going on for quite a while.